Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to a competitor meter and the customer became hypoglycemic and experienced a loss of consciousness. The customer was provided glucagon injection by a non-healthcare professional for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor, no issues were observed. Therefore, this issue is not confirmed due to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to a competitor meter and the customer became hypoglycemic and experienced a loss of consciousness. The customer was provided glucagon injection by a non-healthcare professional for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to a competitor meter and the customer became hypoglycemic and experienced a loss of consciousness. The customer was provided glucagon injection by a non-healthcare professional for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.